Manufacturer narrative:
According to sophysa in-house process, analyzes were performed on icp catheter and defect was confirmed with a negative value of -9 mmhg. A visual inspection shows that the icp catheter is clean, a major break is visible at nearly 150 mm from the tip. The catheter does not respond after a manual holding of the membrane. Then, dongle shell was opened and it was observed that some components were oxidized. Further analysis has shown that this oxidation was due to detergent residues used for washing electronic cards. This oxidation may explain the occurrence of e001 error. A corrective action has been implemented with the supplier to solve this problem. Corrective action/preventive action is currently in progress.

Event description:
After a first implantation of the device, the probe displayed a negative value (-1 mmhg).